Event description:
It was reported to boston scientific corporation on april 29, 2009 that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B) (6), 2009. According to the complainant, during the procedure, no current flowed to the probe when it was powered on. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).